Event description:
A surgeon reports that during intraocular lens (iol) surgery, the surgeon noted a loose haptic after inserting the iol into the eye. The surgeon removed the haptic, but left the iol in the eye. The lens decentered. The surgeon felt the decentration was a result of both the missing haptic and iris coloboma. Pt impact is not known at this time. Add'l info has been requested.